Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 626164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding and ovarian cyst. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain - pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury, psychological or psychiatric problems condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain - abdominal"), nausea ("nausea") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, anxiety, vaginal haemorrhage, nausea, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. The patient reported that she was unable to afford essure removal surgery. Discrepancy noted in essure insertion date (B)(6) 2008. Lot number: 626164 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 626164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding and ovarian cyst. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain - pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury, psychological or psychiatric problems condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain - abdominal"), nausea ("nausea") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, anxiety, vaginal haemorrhage, nausea, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. The patient reported that she was unable to afford essure removal surgery. Discrepancy noted in essure insertion date (B)(6) 2008. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received lot number was added. Medical history, reporter information were added. On 7-feb-2020: pfs received events "abnormal bleeding (vaginal, menorrhagia),nausea, psychological or psychiatric problems condition: depression and mental anguish, she did not undergo essure confirmation test" were added. Concomitant drugs, patient aka name and patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.